Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure. Using a test battery the device was able to power on and monitor for two (2) days without any discrepancies. Physio then opened the device in order to perform a visual and physical internal inspection and no abnormalities were observed. The device powered on and provided defibrillation shocks when prompted. The cause of the reported failure could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device drained a new battery in one (1) day and then failed to power on. There was no patient use associated with the reported event.